Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2017 with blood glucose of 19 mg/dl and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's current blood glucose was 56 mg/dl. The customer was treated with a food. The customer was wearing the insulin pump during the hospitalization. The customer also states the sensor had reading 100 points off, . The customer¿s blood glucose was 56 and 200 mg/dl and the sensor glucose was 76 and 130 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 70mg/dl. Low suspend limit in sensor settings was 70 mg/dl. The insulin pump will not be returned for analysis.